Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-apr-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the drawer was failed and the pixie bus connector was disconnected. A field service engineer fse replaced the mini engine for pocket 2 and rebooted but the issue persisted and fse determined that the controller board needed replacement. The fse removed and replaced the mini cubie drawer control board which had originally been disconnected on the pixie bus and was causing intermittent failures in drawers 17 and 18. After configuring and testing the pockets in hardware test application hta pocket 2 still malfunctioned so the mini engine for that pocket was replaced again. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, the mini drawers 1.17 and 1.18 failed, when the user access it and required maintenance. The customer reported that the issue occurred when the user was trying to issue medications to a patient. There were no delay, no adverse events or injuries reported based on this event.